Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a transcatheter aortic valve replacement (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. Reportedly, error at the time of loading the low knot and the thread was cut ([suture break] occurred with one proglide device. An additional proglide was used, and hemostasis was achieved with the sutures of the first and third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.